Event description:
It was reported that when atrial noise reversion episodes were reviewed, a temporary decresase in pacing frequency and oversensing of noise due to probable lead to lead interactions with a previously capped lead were observed. The episodes were due to hv lead impedance oversensing. Programming changes were recommended.

Manufacturer narrative:
(B)(4).